Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify unexpected battery power loss anomaly and low battery alert due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the lustomer received a low battery alert prior to the replace battery alert. Timing was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.